Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) level confirmed on 04/15/17. User made bolus request without entering current bg level and still having insulin on board (iob) less than two hours before the low bg level was recorded. There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced ongoing low blood glucose (bg) levels in the 40's (mg/dl). The user addressed bg level with orange juice and glucose tablets. Reportedly, the user recently stopped using farxiga and stated that they change the settings themselves.